Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely due to an increased power consumption of 316%. The estimated longevity was reported to be 1.5 years remaining, after more than 6 years since it was implanted. This device was explanted and replaced. This device is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely due to an increased power consumption of 316%. This device remains in service and will continue to be monitored remotely. No adverse patient effects were reported.